Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). Prefecture the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that the intra-aortic balloon trp3546 was used with cardiosave. On the third day after insertion, the sensor blood pressure began to display a jagged waveform in the ICU. The blood pressure on other monitors was clearly showing aug, so pumping was proceeding normally. After that, the message "sensor calibration postponed" started to appear, but the sensor blood pressure at that time was displayed as sys: 30 mmhg/dia: 0 mmhg, etc., and the blood pressure waveform was displayed as flat below zero with the waveform cut off below zero.the catheter on the proximal side of the balloon membrane was abnormally deformed because the catheter got stuck during retraction during removal, and the catheter was grabbed and pulled. In the end, the retraction was abandoned and the sheath was removed. The patient had moderate vascular tortuosity and unknown calcification. Patient was involved. No harm.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood found on the exterior and between membrane and sheath. The non-maquet sheath was returned covering the membrane. One kink was observed on the sheath. The three-way stopcock was also returned. The inner lumen was returned occluded. The occlusion was unable to be cleared. A sensor output test was performed, and the sensor was found to be within specification. The reported event of ¿iab - fiber optic sensor ¿cannot be confirmed by the evaluation. The evaluation was able to confirm the reported failure of ¿difficult/unable to remove iab from patient¿ during the evaluation. The inner lumen was returned bent and the kink on the sheath could be the cause of the difficulty to insert the iab into the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, g1 contact person mfg site, g3, g6, h2, h11. Corrected field: d10. The product was returned with the membrane completely unfolded. Blood was found on the exterior of the iab and between membrane and sheath. The non-maquet sheath was returned covering the membrane. One kink was observed on the sheath. The three-way stopcock was also returned. The inner lumen was returned occluded. The occlusion was unable to be cleared. A sensor output test was performed, and the sensor was found to be within specification. The reported event of ¿iab - fiber optic sensor ¿cannot be confirmed by the evaluation. The evaluation was able to confirm the reported failure of ¿difficult/unable to remove iab from patient¿ during the evaluation. The inner lumen was returned bent and the kink on the sheath could be the cause of the difficulty to remove the iab from the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.